Event description:
It was reported that device diagnostics indicated that the generator was unable to deliver the programmed current. It was reported that the patient's device was set to output current - 3ma / frequency - 30hz / pulse width - 500 usec. The physician reported that the impedance value was within normal limits. It was reported that the patient has been doing well with vns therapy. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the vns patient¿s device was tested and diagnostic results showed output current ¿ low. The physician subsequently lowered the device output current and increased the device pulse width. Diagnostics were performed following the programming changes but the results were not recorded.